Manufacturer narrative:
Upon device return and inspection of the farawave catheter, the strain relief was detached from the luer. The luer did not return back with the device. The flow test was not possible because the strain relief/luer was separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Two pictures and one video attached to the complaint record underwent media inspection, where it was possible to observe that the strain relief was detached from the luer. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the catheter was leaking blood at the flush tubing, and then the flush port detached from the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Blood was observed leaking at the flush tubing. The physician elected to continue using the catheter despite the issue. The catheter was pulled back from the left atrium (la) to the right atrium (ra) to complete a cavotricuspid isthmus (cti) line ablation, but then it was observed that the flush port had completely disconnected from the catheter. At this time the catheter was replaced with a non-boston scientific radiofrequency (rf) ablation catheter to complete the cti line ablation. The procedure was completed with no patient complications.

Event description:
It was reported that the catheter was leaking blood at the flush tubing, and then the flush port detached from the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. Blood was observed leaking at the flush tubing. The physician elected to continue using the catheter despite the issue. The catheter was pulled back from the left atrium (la) to the right atrium (ra) to complete a cavotricuspid isthmus (cti) line ablation, but then it was observed that the flush port had completely disconnected from the catheter. At this time the catheter was replaced with a non-boston scientific radiofrequency (rf) ablation catheter to complete the cti line ablation. The procedure was completed with no patient complications.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.